Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. A supplemental report was created to capture the correction on h6: device code.

Event description:
It was reported that this pacemaker had a red screen and voltage too low for remaining capacity was noted. Boston scientific technical services (ts) discussed that the device was malfunctioning. Device replacement was recommended and to return it for analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued. A supplemental report was created to capture the correction on h6: device code.

Event description:
It was reported that this pacemaker had a red screen and voltage too low for remaining capacity was noted. Boston scientific technical services (ts) discussed that the device was malfunctioning. Some months later the device was found in storage mode and not pacing and/or programmable. Device replacement was recommended and then returning it for analysis. At this time the device has been explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. A supplemental report was created to capture the correction on h6: device code.

Event description:
It was reported that this pacemaker had a red screen and voltage too low for remaining capacity was noted. Boston scientific technical services (ts) discussed that the device was malfunctioning. Some months later the device was found in storage mode and not pacing and/or programmable. Device replacement was recommended and then returning it for analysis. At this time the device has been explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a red screen and voltage too low for remaining capacity was noted. Boston scientific technical services (ts) discussed that the device was malfunctioning. Device replacement was recommended and to return it for analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.